Event description:
The account alleged the head down is intermittently moving down unintentionally.

Manufacturer narrative:
The account found dirt in the CPR drive re-engagement switch. The account cleaned the switch to repair the bed.